Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an infection (unspecified) coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the infection was not reported. It was reported the patient was hospitalized for the event. At the time of this report, the outcome of this infection was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.